Event description:
It was reported that a green screen alarm occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: device evaluation: on bottom case and plunger assembly the tamper seal was removed/broken. Physical condition of the device: chipped out on lower right front corner of top case a right plunger case. Unable go into ehl due to blank screen was found at power up. What caused the reported (primary) problem: incomplete upload process (upload to v1.6.4) from base to head by customer. Action/repairs done: upload from base to head with a power point process. Performed pm maintenance and all functional testing. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.